Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50 serial#: (B)(4) description: infinion 1x16 perc lead kit-50cm.

Event description:
A report was received that the patients leads were moving and had no contact. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the reason for the ipg replacement was for the patient to get a non-rechargeable ipg per physicians preference. No device malfunction was suspected.

Event description:
A report was received that the patients leads were moving and had no contact. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there were impedances on all of the contacts due to the extensions that were on the leads. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm) the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients leads were moving and had no contact. The patient will undergo a revision procedure.